Event description:
The customer reported being taken to the emergency room due to low blood glucose levels. The customer stated that he ate lunch, then delivered insulin through the insulin pump, then passed out due to the low blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.